Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference. Correction of serial # corrected serial # (B)(4).

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 90-120mg/dl fasting. Verified test strips expire 12/25/2017. Confirmed customer's test strips are being stored properly and opened vial date was 11/12/2015. Reviewed meter memory: the 220mg/dl (B)(6) 2015 01:06:00 pm fasting:yes; the 183mg/dl (B)(6) 2015 08:32:00 am fasting:yes; the 249mg/dl (B)(6) 2015 10:12:00 pm fasting:yes; the 196mg/dl (B)(6) 2015 07:00:00 pm fasting:yes; the 160mg/dl (B)(6) 2015 01:00:00 pm fasting:yes. Memory concerns:customer concerned with results of 220,183,249,196, and 160 mg /dl. Customer calling concerned her meter is providing a reading of 224 mg /dl on (B)(6) 2015 fasting in a back to back test performed with results of 180 mg /dl using a competitor's meter.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 90-120mg/dl fasting. Verified test strips expire 12/25/2017. Confirmed customer's test strips are being stored properly and opened vial date was (B)(6) 2015. Reviewed meter memory: 220mg/dl, (B)(6) 2015 01:06:00 pm, fasting:yes. 183mg/dl, (B)(6) 2015 08:32:00 am, fasting:yes. 249mg/dl, (B)(6) 2015 10:12:00 pm, fasting:yes. 196mg/dl ,(B)(6) 2015 07:00:00 pm, fasting:yes. 160mg/dl, (B)(6) 2015 01:00:00 pm, fasting:yes. Memory concerns:customer concerned with results of 220,183,249,196, and 160 mg /dl. Customer calling concerned her meter is providing a reading of 224 mg /dl on (B)(6) 2015 fasting in a back to back test performed with results of 180 mg /dl using a competitor's meter.